Event description:
It was reported, that on (B)(6) 2024. 25mm, c navitor with radiopaque markers, was implanted in a patient. No calcification extending beneath the aortic annular plane in the interventricular septum. 3 days later, on (B)(6) 2024, a permanent pacemaker implantation procedure was performed. The patient condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted, with all additional relevant information.

Manufacturer narrative:
It was reported that three days after navitor implant, a permanent pacemaker implantation procedure was performed. Information from field indicated that the final implant depth of the valve was 5.3 mm. The patient did not have a history of rbbb, lbbb and 1st/2nd av block. The device remains implanted. Based on the information received, the cause of the reported pacemaker implant could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.